Manufacturer narrative:
The lot was manufactured june 19, 2017 - june 20, 2017. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A vertical crack was observed on the adaptor (not a baxter product). When the infusor unit was filled with water, a leak was observed at the vertical crack area on the adaptor. Since the defect was observed on the adaptor (not a baxter product), the infusor device was determined to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor was leaking between the connection of the infusor luer adaptor and a non-baxter adaptor. The leak was observed during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.